Event description:
It was reported that the cap/shield had separated from the bd insulin syringe with the bd ultra-fine¿ needle before use. The following information was provided by the initial reporter: "consumer called to report 3 issues with his new box consumer reported, one of the bags in his new box had a "hole" in it but still had 10 syringes in bag stated, prior to use, the cap was missing from a syringe stated, prior to use, there was a syringe loose in the box stated, he is not comfortable using any of the syringes in the box because they may have been tampered with."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 05oct2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a broken thumb press and damaged plunger cap. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the cap/shield had separated from the bd insulin syringe with the bd ultra-fine¿ needle before use. The following information was provided by the initial reporter: "consumer called to report 3 issues with his new box consumer reported, one of the bags in his new box had a "hole" in it but still had 10 syringes in bag stated, prior to use, the cap was missing from a syringe stated, prior to use, there was a syringe loose in the box stated, he is not comfortable using any of the syringes in the box because they may have been tampered with."